Event description:
It was reported by the rep that the (1) ecs 33 stapler was used during an unkown procedure. It was reported that the device misfired. There is no add'l info available. There was no pt consequence.